Event description:
It was reported that once last (B)(6), the patient went into (B)(4) and "all the programming was wiped" and the patient got shocked. The setting reportedly went from ¿14 down to 4¿. The issue was corrected in (B)(6). If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v842532, implanted: (B)(6) 2011, product type: lead.(B)(4).